Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on 12-25-2021 for transmitter with serial number 8saefh. However, transmitter with serial number 8saesh was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and and signal loss was not found for serial number 8saesh within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).